Event description:
It was reported that during a prostate procedure, after minimal usage the fiber vaporization stopped after 10 minutes. After 77,650 joules used and 35 minutes expended an alternative procedure (turp) was used to complete the procedure. The fiber was cleaned during the procedure. Patient outcome: "patient is doing well now".

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap bevel edge and metal cap are not aligned; the glass cap can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface, and indication of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, partially erased blue arrow indicator, and mild contamination, likely biologic. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.